Event description:
The device was used during a bowel resection procedure. Reportedly, the instrument did not fire, was difficult to open and the staples did not form properly. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.